Event description:
It was reported that during repair at the manufacturer facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during repair at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated by the manufacturer service technician and noted corroded driveshaft bearings and motor. The corroded driveshaft bearings and motor can likely cause the reported event of overheating.